Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hand assisted adrenalectomy, the blade tip fell off the device. The tip fell on the floor and was retrieved. The instrument was replaced and the case was completed without any patient consequence.